Event description:
Customer reported that the battery in the insulin pump only lasted two to three days. She also stated that she had dropped the insulin pump about a week and a half prior and that the screen went black. Customer stated that it was not a far fall. Customer did not know the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with currents within specification. No black screen. Minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and a cracked reservoir tube.